Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) and left circumflex artery. Following a pre-dilation, a 3.00 x 28mm promus element drug-eluting stent was advanced and significant resistance was encountered. After the stent was deployed, the physician noticed a dissection at the proximal stent. After multiple balloon dilations, a non-bsc stent was deployed to complete the procedure. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that vessel dissection occurred. The stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) and left circumflex artery. Following a pre-dilation, a 3.00 x 28mm promus element drug-eluting stent was advanced and significant resistance was encountered. After the stent was deployed, the physician noticed a dissection at the proximal stent. After multiple balloon dilations, a non-bsc stent was deployed to complete the procedure. No further patient complications were reported and the patient's status was stable. Although it was previously reported that the stent was implanted, the device was returned with the stent intact on the delivery system.

Manufacturer narrative:
Device is a combination product. Implant date corrected from (B)(6) 2019 to not applicable. A promus element,mr,ous 3.00x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No issues were identified during the product analysis.